Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6 and h10. Based on the legal manufacturer's investigation, the DHR was reviewed and no issues were found that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. We presume from the investigation results that the gray connector could not be connected as some impact was added to the connector and the connector became loose and came apart. Probable causes for the event include: accumulated stress over time which caused the connector to get loose unintentional impact to the connector with something hard. We could not confirm any factor from the design nor structure of the device that would cause the reported event. Per the instructions for use: ¿check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ the instructions for use includes the following warning: ¿do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment.¿

Manufacturer narrative:
An olympus field service engineer (fse) confirmed the broken gray connector and replaced the component. The device was repaired according to specifications. The equipment passed all evaluation tests. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a grey connector in the tub was missing a spring and cannot be hooked to the connector tube. No patient involvement or injury was reported. No additional information has been obtained.